Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt was hospitalized in a mental health unit because pt had refused to take their anticonvulsant medications for three days. A seizure reportedly occurred while the pt was hospitalized and pt subsequently aspirated. It was reported that the pt experienced a >25% reduction in seizures with the vns therapy and that they were receiving therapy at the time of death. Treating neurologist indicated that the pt's death was not related to the vns therapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.